Event description:
It was reported that the insulin pump had a scratch in the screen that made it difficult to read. The blood glucose reading was 189 mg/dl. The customer stated that the scratch was deep, and he was unable to clearly read the screen. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window.